Manufacturer narrative:
(B)(4).

Event description:
An overdose occurred following a refill session. The event was noted to be due to a pocket fill. The patient was admitted to the hospital, and was noted as having felt "funny'. The patient was being monitored in a hospital, and their status was "fair". The pump was not refilled following the pocket fill. The pump was administering the following drugs: fentanyl (525 mcg/ml), bupivacaine/marcaine (20 mg/ml), and compounded baclofen (4000 mcg/ml). Additional information has been requested, but was not available as of the date of this report.